Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that he attempted to use his aviva meter around 3pm and could not because of an error message. Reporter stated that he fell out and had to be taken to the hospital. Reporter stated that both the hospital and paramedics obtained the result of 502 mg/dl and he was treated with two unspecified bags of liquid intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.